Event description:
It was reported that a system error 2240 (air in line/set) alarm occurred during fill one on the homechoice. The home patient was connected at the time of the event. The caregiver stated the heater bag had a loose connection with the cassette line. The technical service representative assisted the caregiver to end therapy. No patient injury or medical intervention was reported as a result of this event. N additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, it was reported that there was a loose connection which is a known cause of this alarm. Should additional relevant information become available, a supplemental report will be submitted.